Event description:
The manufacturer received information alleging particles floating in the water chamber in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation, and the device was scrapped. During the evaluation, the third-party service center observed a system error relating to the heated tube disconnect had occurred on the device.

Manufacturer narrative:
H3 other text: evaluated by third-party.